Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the insulin pump had an error alarm and the insulin pump turned off after the display went blank. The customer¿s blood glucose level was unknown. The customer reported that they went swimming at the time of the error. The customer tried to replace the battery but the insulin pump did not want to turn on anymore and an evident overheating was felt at the bottom of the insulin pump. The customer tried with another batteries but it only lit the keypads for a moment and remained turned off. The insulin pump will not be returned for analysis.